Manufacturer narrative:
Although it is unknown if the device caused or contributed to the event or not, we are filing this report for notification purposes. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion (olif) and posterior spinal fusion (psf) at l2-l4. Intra-op, sagittal adjusting screws (sas) were used at l2 and l3. Multi axial screws (mas) were used at l4. Rod was installed with a quite lordosis to fix the caudal side. After that, correction was conducted with sequential and image was checked. The image revealed that anterior longitudinal ligament was cut. Implanted 12mm cage was removed from anterior and exchanged with 16mm cage whose size was more and the surgery was finished. It is unknown whether ligament was cut during olif or during correction. There was a overall delay of less than 60 min in procedure time.